Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used list# kl-bs001u3, chemosafelock bag spike; lot# 13972993 a series of photos were shared by the customer, where a drop of water is observed coming from a tear over the seal. The sample is observed to be connected into an infusate bag. As received, there was a small tear over the top seal observed on the returned device; no additional damage or anomalies were observed. The sample was tested and a leak from the spike tip and the silicone seal was confirmed. Once the sample was dissembled, a curved/deformed spike and a torn seal was confirmed. This passed to the outer seal, but not in the inner seal. The customer's complaint of leakage was confirmed. The probable cause of the deformed spike happening due to conveyer damage during molding process of manufacturing.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a chemosafelock bag spike where a leak during infusion was reported. The involved and/or mating devices is chemosafelock infusion set. Type of procedure is preparation and medication involved is keytruda. As per report, "one(1) actual sample was returned connected to a saline bag (100ml/otsuka). With ¿as-received¿ condition, when we applied pressure to the saline bottle, no leakage was observed. After connected the sample to the saline bottle, and our in-house kl-msu3, liquid flow as checked under gravity. As a result, the solution was confirmed to be leaking from the back of kl-msu3¿s clips. Upon closely checking of the top surface of the sample, damage was confirmed on the main seal part. There was no reported impact of the event on patient and medical institution worker. There was patient involvement but no patient harm.